Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced a fall in (B)(6) 2016. As such, the patient is experiencing tenderness at the ipg site. In addition, the patient's charger was unable to locate the ipg. X-rays were taken and revealed the patient's ipg has migrated. Subsequently, the patient will undergo surgical intervention at a future date to address the issue.

Event description:
It was reported the patient underwent surgical intervention at which the ipg was explanted and replaced with a different model as the patient desired newer technology. Additionally, the patient's new ipg was repositioned. Reportedly, effective therapy resumed following the procedure and the issue is resolved.

Manufacturer narrative:
Corrected explant date: follow-up information revealed the patient's ipg was explanted on (B)(6) 2017 and not (B)(6) 2017 as previously reported.